Event description:
The customer's sister reported via phone call that the act button was presenting her difficulty when attempting to fill the insulin pump. The customer also stated that she had to fill the tubing six times, and the insulin pump still would not fill. The customer's blood glucose was 100 mg/dl. The customer stated that she was unable to exit the "preparing to prime" loop while troubleshooting. The customer was advised to call back if she needed further assistance. The customer was advised that the insulin pump would be replaced per her request. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.